Event description:
Caller reported that the t:slim x2 pump battery would not charge. The customer used the tandem charging cable and wall adapter, and after following instructions to leave the adapter plugged in for at least 30 minutes, the pump began charging using the original charging supplies. There was no adverse impact to the customer¿s blood glucose level. No further assistance was required, but the customer expressed concerns about the charging issue and requested a replacement charger for reassurance, which tandem technical support agreed to send for customer satisfaction.